Event description:
Customer reported, the system is displaying an error message, kv low, when passing from scope to graph, (video to one acquired image), the image disappears and when returning to scope the machine reboots. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and lubricated the high voltage tank and tube head connectors and calibrated the filaments. System operates as intended.